Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) provided an inappropriate shock due to noise oversensing. The s-ICD was programmed to the secondary vector at the time of the shock. Noise could not be reproduced in any vector. This s-ICD was reprogrammed to the primary vector. Technical services (ts) was requested to review device data and provide troubleshooting recommendations. This investigation will be updated when further information becomes available. This s-ICD remains in-service. No adverse patient effects were reported.